Event description:
Patient is having pain and swelling on left knee after surgery. Patient can not walk without a cane.update: patient reported that she will have a scope done on (B)(6) 2014 because patients blood levels were elevated. Surgeon wanted to also do a biopsy.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding swelling, pain, and presence of scar tissue involving a triathlon ps insert was reported. The event was confirmed. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿based upon the documentation reviewed this appears to be a case of post-total knee arthroplasty arthrofibrosis unrelated to factors of faulty implant design, manufacturing, or materials.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact root cause could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-401; lot# gyptd. Tri ts baseplate size 3; cat# 5521-b-300; lot# iywha. Triathlon symmetric x3 patella; cat# 5550-g-298; lot# vjph. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Additional information: the scope was performed and the surgeon told the patient a lot of scar tissue was found around the implant. She will be going back for a follow up.

Manufacturer narrative:
The patient reported pain and swelling in her left knee. No specific device information was provided. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.